Event description:
Patient on ventilator in burn center. Main flow bacteria filter was connected to the ventilator expiration side, in disregard to the labeling. (Note 1) hospital personnel allegedly placed a "secondary filter" prior to the main flow filter, to protect the filter from receiving nebulizer mist during treatment. Pt exhibited respiratory distress. Pt received nebulizer treatment. Distress continued and pt went into cardiac arrest. Pt bagged and successfully resuscitated. Ventilator did not alarm. "Secondary filter" was discarded and not retrieved. The main flow bacteria filter is in transit to vacumed.